Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint of dilator hub separated was confirmed. A non-conformance was initiated to further investigate the cause. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor for trends.

Event description:
It was reported that during insertion the user put the dilator through the sheath, and the dilator hub broke and detached from the shaft. Therefore a new kit was opened and used. The user commented that no excessive force/stress was applied to the product. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The procedure was successful.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during insertion the user put the dilator through the sheath, and the dilator hub broke and detached from the shaft. Therefore a new kit was opened and used. The user commented that no excessive force/stress was applied to the product. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The procedure was successful.